Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a distal aortic arch aneurysm using two gore(tm) tag(tm) thoracic endoprostheses ((B)(4)). Prior to the implant of the tag endoprostheses, blood flow to the branch vessels of the aortic arch was maintained by preparing for right common carotid-left common carotid, left common carotid-left subclavian, and axillo-axillary bypasses. The two tag endoprostheses were deployed just distal to the brachiocephalic artery. Intra-procedure imaging revealed a type ii endoleak, and the patient suffered from systemic embolism. Thrombectomy was performed to treat a distal embolism of the right popliteal artery. A wait-and-watch approach was taken to the type ii endoleak. On (B)(6) 2010, the patient suffered from (B)(6) organ failure due to the systemic embolism. Dialysis treatment was given and a percutaneous cardiopulmonary support (pcps) was prepared. On (B)(6), 2010, the patient expired due to the multiple organ failure. No additional information is available.